Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, line a of the device was programmed to deliver normal saline 1000ml, at a rate of 75ml/hr, with a vtbi 1000ml and the delivery was started. At 2130, line b was programmed, in the piggyback mode, to deliver levaquin 500mg/100ml, at a rate of 100ml/hr, with a vtbi (volume to be infused) of 100ml, and the delivery was started. At 2145, it was reported the device alarmed for distal occlusion. At that time, the nurse noted the levaquin container was empty, instead of an expected remaining volume of 75ml, and that the device displayed that 2.7ml had been delivered. There was no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. The normal saline therapy was resumed using a replacement device. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.